Event description:
It was reported that the ilet displayed alert 32 consistent with a delivery motor communication error, which persisted after a restart; the patient had changed infusion supplies the prior morning and reported stable blood glucose. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included verification of the alert, basic troubleshooting with a device restart, and arrangements for device replacement with instructions to shut down the device and return it, while allowing the patient to continue cgm use via dexcom and to sync data to the mobile app. Investigation of this case revealed a suspected device malfunction involving the motor processor communication pathway consistent with a pump hardware or component communication fault. It was concluded that the cause was an equipment malfunction of the pump¿s delivery motor communication subsystem.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.